Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a recurring pump error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed power error during normal use. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump error (B)(4) were noted in detailed trace/long trace downloads. The power management tool confirmed pump error (B)(4) were triggered when backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on the printed circuit board, pump was monitored and functioned properly. Unit received with minor scratched lcd window and cracked retainer.